Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that a malfunction alarm occurred. It was also reported that a minimum fill notification occurred after the user filled the cartridge with 180 units of insulin during the load sequence. During troubleshooting with tandem technical support, the malfunction alarm was cleared, and a new cartridge was loaded to resolve the issue, and insulin delivery was resumed successfully. There was no reported adverse impact to the customer¿s blood glucose level.